Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there was corrosion and even mold on pcb1 particularly around both battery connectors, as well as the flex cables. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails. Also the s/n label located between the belt clip rails is worn down to the point where it¿s illegible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture and got a critical pump error. The customer¿s blood glucose level was unknown. A broken force sensor was detected during seating or regular delivery alarm was displayed on the insulin pump screen before critical pump error. Troubleshooting was performed for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.